Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-jul--2019 with the following findings: during investigation, the vibration and audible alarms functioned normally. The complaint of a dual alarm failure was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump had weak vibration alarm and no auditory alarms functioning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.